Event description:
Add'l info rec'd from MFR 10/23/03. This letter is in response to the FDA notice. Co's manufacturing facility in gloucester, UK received regarding an incident that occurred with a marisa pt lift. Co has reviewed its complaint and service logs and have no record of this incident being reported to it at the time of occurrence. Per the customer's response on october 21, 2003, there will be no details released to co at this time. Co has sent a formal letter requesting it be contacted should info become available for release in the future.

Event description:
At approximately 6:50 pm in 2003 while transporting pt with the marisa lift to a private shower room, the supporting bar dislodged from the lift and fell to the floor.